Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On 22nd july 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. The user reported an infection(MFR# 3009862700-2025-01213) at the insertion site around the time frame of the inaccuracy complaint. This infection most likely contributed to inaccuracies observed. The user reported on 28th july 2025 that although the site was infected, it was improving. They decided to not return the sensor and to continue using the sensor. Review of the dms data showed that the user has not used the system since 9-sep-2025.in an associated case (B)(4) where user reported infection at insertion site,on 16 oct 2025 the user reported that the infection had reappeared and that they are in the process of having the sensor removed. B4. Date of this report 20 oct 2025. G3. Date received by the manufacturer? 20 oct 2025. H6. Type of investigation updated to 4121,4111. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4310.